Event description:
It was reported that the device had significant undersensing. This was evidenced by many brady and asystolic episodes. The caller was inquiring regarding options for programming. The device remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.